Manufacturer narrative:
(B)(4) initially reported under 3006108336- 2022-00005 MDR (B)(4) and due to product being used in same surgery, we are reporting under this new MDR. Multiple MDR reports were filed for this event, please see associated reports: 3006108336-2022-00006. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a right rotator cuff surgery with biceps tenodesis procedure, the anchor broke in half, anchor placement was moved to another spot. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.